Event description:
It was reported that the patient had been hospitalized with hypoglycemia. Despite good faith attempts to obtain additional details, no further information was provided regarding this medical event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.